Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2010; 6935m implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.